Event description:
Tip of boot piece is chipping and splintering. Case type: tka.

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that "tip of boot piece is chipping and splintering." Case type: tka. Method & results: device evaluation and results: product inspection showed splinters in the carbon fiber. Product history review: 1. Review of the device history records indicates 19 devices were manufactured and accepted into final stock on 01-23-2018 with no reported discrepancies. 2. Review of the device history records indicates 7 devices were manufactured and accepted into final stock on 01-24-2018 with no reported discrepancies. 3. Review of the device history records indicates 124 devices were manufactured and accepted into final stock on 01-25-2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 210080, lot: 201843012201 shows 0 additional complaints related to the failure in this investigation. Conclusion: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The failure was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tip of boot piece is chipping and splintering. Case type: tka.